Event description:
The customer reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced and confirmed the shipping address. The pump was still under warranty, and the customer planned to use multiple daily injections (mdi) as backup therapy. Instructions were provided to the customer on putting the pump into storage mode, and a pre-paid return label was sent for returning the damaged pump within ten days, which the customer acknowledged.